Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name - previous brand name: servo-I, - corrected brand name: servo-I base unit d4 - version or model #. - previous version or model #: servo-I, - corrected version or model #: 6487800.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: 900901

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided problem description and service report. Log files were not provided. During further investigation it was found that the pressure transducer and control printed circuit boards were defective and required replacement. After replacing the defective parts, the ventilator passed all functional and safety test and was returned for clinical use. If the insp/exp pressure transducer tubes were not connected properly to the pressure transducer printed circuit board or if the o-ring inside the board were not seating well it might lead to accumulating of water or dirt in the pressure tube which might end up in the way of the pressure. More over, the gas might leak from the end of the insp/exp pressure transducer tubes or from under the tower of the pressure transducer printed circuit board which will lead to incorrect measurements and will fail in the pressure transducer test. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined, however one cause can be that the device was not adequate maintained or mounted.